Event description:
Meter name: ot basic. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sweaty, low blood sugar symptoms. A patient reported they were hospitalized. Their meter allegedly was inaccurately low. The result on their meter was 84mg/dl. The result on the precision meter was 105mg/dl. The time difference between patient's meter and precision meter was less than 10 minutes. Treatment was unknown. No further information has been reported.